Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs from the reported complaint date are consistent with the complaint and show that there were numerous instances of unusual ac power disconnected alarm observed in the logs. These alarms would consecutively appear then resolve themselves consistently. This console was tested after arriving in field service. The reported ac power detection issue could not be reproduced. The console was able to detect ac power as normal while testing in the lab. The only abnormality observed on this console were slightly bent prongs on the power cord plug. The root cause of the issue could not be determined due to the inability to reproduce. Extensive testing was conducted to ensure appropriate voltages across the components associated with the ac power system, but no issues were identified. Before sending this console back to the customer, field service was instructed to replace the power supply as a precaution, replace the power cord, verify power system functionality, and perform a full functional check on the console and optical system.

Event description:
The user facility a patient (unknown race and ethnicity) was implanted with an impella 5.5 device, and during use, approximately four days after start of support, the automated impella controller (aic) displayed ¿aic power disconnected¿ alarm although console was plugged in. Hospital staff checked the outlets, and all were functioning. Regardless of which outlet the aic was plugged into, said alarm triggered without resolution. Consequently, the console was switched out to another aic with no report or indication of interruption in support. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports related to the patient implant experience. Refer to initial medical device report for the impella 5.5 serial number (B)(6) with date of event 02-jan-2025 and identifier ending in (B)(6).